Manufacturer narrative:
No adverse outcomes were reported. The false positive result reported to the physician had only one target amplified. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reports results with neumodx sars-cov-2 on the neumodx 96 molecular system were false positive.

Event description:
Customer reports results with neumodx sars-cov-2 on the neumodx 96 molecular system were false positive.

Manufacturer narrative:
No adverse outcomes were reported. The false positive result reported to the physician had only one target amplified. We are reporting this event in an abundance of caution and in accordance with the eua requirements.